Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of a voluntary medwatch report.to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2016 and suture was used. During subcutaneous layer closure the suture needle broke off in the subcutaneous tissue. The surgeon was unable to retrieve the needle fragment. X ray abdomen series was performed which showed a linear, curved metallic density in the right upper quadrant corresponding to the missing needle fragment. Additional information has been requested.